Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The exposed portion of the soft cannula was found completely torn off. Because of the cannula damage, a leak test could not be performed to determined the presence of a leak. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported while a patient was wearing a pod their blood glucose level rose to 270 mg/dl. As treatment, the patient applied a new pod.